Event description:
It was reported that the pacemaker system was exhibiting right atrial (ra) lead noise. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).